Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent high out-of-range (oor) shock impedances on the non-boston scientific right ventricular (rv) lead, measuring greater than 200 ohms. Boston scientific technical services (ts) discussed that it could be a lead fracture or a spring contact issue. The device was reprogrammed and the physician elected to continue to monitor the system. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent high out-of-range (oor) shock impedances on the non-boston scientific right ventricular (rv) lead, measuring greater than 200 ohms. Boston scientific technical services (ts) discussed that it could be a lead fracture or a spring contact issue. The device was reprogrammed and the physician elected to continue to monitor the system. This crt-d remains in service. No adverse patient effects were reported. Additional information was received which indicated this crt-d was explanted and replaced. No additional adverse patient effects were reported.